Event description:
Based on additional information received on 29-dec-2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to "crackle and added to right knee buckled up and left knee had pain. This spontaneous case from united states was received on (B)(6) 2017 from the patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and hydrocortisone (cortizone) after a few hours had couldn't even straighten out one leg and couldn't move; after unknown latency walk it was very painful, wasn't doing well that she couldn't walk, right knee is starting to "crackle and loosing her hair, right knee buckled up, left knee had pain and vaginal bleeding spotting no medical history, previous medications, concomitant medications and concurrent conditions were reported. Patient had interstitial colitis for which she took tramadol hydrochloride (tramadol) and alprazolam (xanax) on (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis in both knees. On the same day, a couple hours later she couldn't move. She couldn't walk (onset: 2017; latency: unknown) and she was told that it did effect some people that way. She stated that she had it injected in both knees and the other knee wasn't really that bad when she was asked to clarify the other knee she stated that it was her right knee but now her right knee is starting to crackle (onset: 2017; latency: unknown). She stated that she was able to deal with it but now she is having a heck of a time and having to use two canes (onset: 2017; latency: unknown). On an unknown date in 2017, latency unknown, left knee had pain but her right knee had the most problems stating "it buckled up". Patient stated she also started to notice vaginal bleeding "spotting" after receiving the synvisc one injection but then noticed it more after receiving the hydrocortisone injection (dose, indication, form, route and frequency: not reported) on wednesday. Patient stated that when she first receive the injection "that night patient couldn't walk" and had to hold on to the coffee table "to relieve myself". Patient stated that she almost fell a couple of times. Patient stated that she has gone "downhill since the synvisc-one injection". She stated that she was waking up thinking it would get better but it had not gotten any better and in fact it had gotten worse. She stated that it was at least 12 hours before she could walk and when she did walk it was very painful. She states that she tries to do her exercises but she gets worse when she does them even with support hose on. She stated that she had been using different creams. She stated that she was told that some time it takes up to 6 weeks for the synvisc-one to work and she has been waiting and waiting. She stated that she was also loosing her hair. Patient was told to come in for drawing fluid from her knee and cultures. Patient stated when she actually got there on wednesday. The doctor she saw did not think she needed fluid drawn from her knee. Action taken: unknown for hydrocortisone. Corrective treatment: unspecified therapy for walk it was very painful, use two canes for wasn't doing well. That she couldn't walk; hydrocortisone for left knee had pain and right knee buckled up; not reported for others. Outcome: unknown for loosing her hair, right knee buckled up, left knee had pain, vaginal bleeding spotting and not recovered for rest. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Seriousness criterion: required intervention for right knee is starting to "crackle, left knee had pain, right knee buckled up additional information was received on 29-dec-2017 from patient. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to "crackle and added to right knee buckled up and left knee had pain. Events of vaginal bleeding spotting, right knee buckled up and left knee had pain were added along with its details. Seriousness criterion was added for the event of right knee is starting to "crackle: required intervention. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-dec-2017: this case concerns a female patient who received synvisc one injections in both knees and later her right knee started to crackle and buckled up and left knee had pain. Based upon the available information, the causal role of the product cannot be denied with the occurrence of the events. Further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to crackle and added to right knee buckled up and left knee had pain. This spontaneous case from united states was received on (B)(6) 2017 from the patient this case concerns a 77 year old female patient who initiated treatment with synvisc one and hydrocortisone (cortizone) after a few hours had couldn't even straighten out one leg and couldn't move; after unknown latency walk it was very painful, wasn't doing well that she couldn't walk/ walking has gotten harder, right knee is starting to "crackle/ having more problems in her right knee/right knee popping now/ new cracking in right knee and loosing her hair, right knee buckled up, left knee had pain and vaginal bleeding spotting, having more problems in her right knee/right knee popping now, had swelling in her knees prior to the injection and had more swelling after, might also have a hip issue. No previous medications and concurrent conditions were reported. Patient had interstitial colitis for which she took tramadol hydrochloride (tramadol), lisinopril and alprazolam (xanax). She has a plate in her leg and something in her back from a back surgery. She used to have a plate in her wrist, but it was removed. She still has problems in her wrist. She also has a filter in her right leg. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis in both knees. On the same day, a couple hours later she couldn't move. She couldn't walk (latency: same day) and she was told that it did effect some people that way. She stated that she had it injected in both knees and the other knee wasn't really that bad when she was asked to clarify the other knee she stated that it was her right knee but now her right knee is starting to crackle (onset: 2017; latency: unknown). She stated that she was able to deal with it but now she is having a heck of a time and having to use two canes (onset: 2017; latency: unknown). On an unknown date in 2017, latency unknown, left knee had pain but her right knee had the most problems stating "it buckled up". Patient stated she also started to notice vaginal bleeding "spotting" after receiving the synvisc one injection but then noticed it more after receiving the hydrocortisone injection (dose, indication, form, route and frequency: not reported) on wednesday. Patient stated that when she first receive the injection "that night patient couldn't walk" and had to hold on to the coffee table "to relieve myself". Patient stated that she almost fell a couple of times. Patient stated that she has gone "downhill since the synvisc-one injection". She stated that she was waking up thinking it would get better but it had not gotten any better and in fact it had gotten worse. She stated that it was at least 12 hours before she could walk and when she did walk it was very painful. She states that she tries to do her exercises but she gets worse when she does them even with support hose on. She stated that she had been using different creams. She stated that she was told that some time it takes up to 6 weeks for the synvisc-one to work and she has been waiting and waiting. She stated that she was also loosing her hair. Patient was told to come in for drawing fluid from her knee and cultures. Patient stated when she actually got there on wednesday the doctor she saw did not think she needed fluid drawn from her knee. It was reported that prior to the injections, she was driving and getting around better than now. Her left knee was worse prior to the injection and she relied on her right knee to help her. But after receiving the injections, she is having more problems in her right knee. The right knee is popping now and never did that before. Her doctor's explanation was that she might also have a hip issue. She always used 2 canes and held on to kitchen counters to get around, but now walking has gotten harder for her just since (B)(6) 2017. She had swelling in her knees prior to the injection and had more swelling after. It was reported that the patient still could not walk up the stairs or leave her house. Along with the original symptoms, she was experiencing new cracking in her right knee. Action taken: unknown for hydrocortisone corrective treatment: unspecified therapy for walk it was very painful, use two canes for wasn't doing well that she couldn't walk; hydrocortisone for left knee had pain and right knee buckled up; not reported for others outcome: unknown for loosing her hair, right knee buckled up, left knee had pain, vaginal bleeding spotting and not recovered for rest a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51617 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for right knee is starting to "crackle, left knee had pain, right knee buckled up additional information was received on (B)(6) 2017 from patient. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to "crackle and added to right knee buckled up and left knee had pain. Events of vaginal bleeding spotting, right knee buckled up and left knee had pain were added along with its details. Seriousness criterion was added for the event of right knee is starting to "crackle: required intervention. Clinical course was updated and text was amended accordingly. Additional information was on (B)(6) 2018 from the patient. Events of might also have a hip issue, had swelling in her knees prior to the injection and had more swelling after and having more problems in her right knee/right knee popping now were added. Event of wasn't doing well that she couldn't walk was updated to wasn't doing well that she couldn't walk/ walking has gotten harder; event of right knee is starting to "crackle was updated to right knee is starting to "crackle/ having more problems in her right knee/right knee popping now. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Additional information was received on (B)(6) 2018. Ptc investigation results were added. Additional information was received on (B)(6) 2018 from the patient. Verbatim of the event right knee is starting to "crackle/ having more problems in her right knee/right knee popping now was updated to right knee is starting to "crackle/ having more problems in her right knee/right knee popping now/ new cracking in right knee. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: follow up received doesnot change previous case assessment. This case concerns a female patient who received synvisc one injections in both knees and later her right knee started to crackle and buckled up and left knee had pain. He also had knee problems where the condition worsened and knee swelling was also present. Also the driving ability of the patient got disturbed. Based upon the available information, the causal role of the product cannot be denied with the occurrence of the events. Also, patient's medical history is a confounding factor.

Event description:
Based on additional information received on 29-dec- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to crackle and added to right knee buckled up and left knee had pain. This spontaneous case from united states was received on 26-dec-2017 from the patient this case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and hydrocortisone (cortizone) after a few hours had couldn't even straighten out one leg and couldn't move; after unknown latency walk it was very painful, wasn't doing well that she couldn't walk/ walking has gotten harder, right knee is starting to "crackle/ having more problems in her right knee/right knee popping now and loosing her hair, right knee buckled up, left knee had pain and vaginal bleeding spotting, having more problems in her right knee/right knee popping now, had swelling in her knees prior to the injection and had more swelling after, might also have a hip issue. No previous medications and concurrent conditions were reported. Patient had interstitial colitis for which she took tramadol hydrochloride (tramadol), lisinopril and alprazolam (xanax). She has a plate in her leg and something in her back from a back surgery. She used to have a plate in her wrist, but it was removed. She still has problems in her wrist. She also has a filter in her right leg. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis in both knees. On the same day, a couple hours later she couldn't move. She couldn't walk (latency: same day) and she was told that it did effect some people that way. She stated that she had it injected in both knees and the other knee wasn't really that bad when she was asked to clarify the other knee she stated that it was her right knee but now her right knee is starting to crackle (onset: 2017; latency: unknown). She stated that she was able to deal with it but now she is having a heck of a time and having to use two canes (onset: 2017; latency: unknown). On an unknown date in 2017, latency unknown, left knee had pain but her right knee had the most problems stating "it buckled up". Patient stated she also started to notice vaginal bleeding "spotting" after receiving the synvisc one injection but then noticed it more after receiving the hydrocortisone injection (dose, indication, form, route and frequency: not reported) on wednesday. Patient stated that when she first receive the injection "that night patient couldn't walk" and had to hold on to the coffee table "to relieve myself". Patient stated that she almost fell a couple of times. Patient stated that she has gone "downhill since the synvisc-one injection". She stated that she was waking up thinking it would get better but it had not gotten any better and in fact it had gotten worse. She stated that it was at least 12 hours before she could walk and when she did walk it was very painful. She states that she tries to do her exercises but she gets worse when she does them even with support hose on. She stated that she had been using different creams. She stated that she was told that some time it takes up to 6 weeks for the synvisc-one to work and she has been waiting and waiting. She stated that she was also loosing her hair. Patient was told to come in for drawing fluid from her knee and cultures. Patient stated when she actually got there on wednesday the doctor she saw did not think she needed fluid drawn from her knee. It was reported that prior to the injections, she was driving and getting around better than now. Her left knee was worse prior to the injection and she relied on her right knee to help her. But after receiving the injections, she is having more problems in her right knee. The right knee is popping now and never did that before. Her doctor's explanation was that she might also have a hip issue. She always used 2 canes and held on to kitchen counters to get around, but now walking has gotten harder for her just since (B)(6) 2017. She had swelling in her knees prior to the injection and had more swelling after. Action taken: unknown for hydrocortisone. Corrective treatment: unspecified therapy for walk it was very painful, use two canes for wasn't doing well that she couldn't walk; hydrocortisone for left knee had pain and right knee buckled up; not reported for others outcome: unknown for loosing her hair, right knee buckled up, left knee had pain, vaginal bleeding spotting and not recovered for rest a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Seriousness criterion: required intervention for right knee is starting to "crackle, left knee had pain, right knee buckled up additional information was received on 29-dec-2017 from patient. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to "crackle and added to right knee buckled up and left knee had pain. Events of vaginal bleeding spotting, right knee buckled up and left knee had pain were added along with its details. Seriousness criterion was added for the event of right knee is starting to "crackle: required intervention. Clinical course was updated and text was amended accordingly. Additional information was on 06-feb-2018 from the patient. Events of might also have a hip issue, had swelling in her knees prior to the injection and had more swelling after and having more problems in her right knee/right knee popping now were added. Event of wasn't doing well that she couldn't walk was updated to wasn't doing well that she couldn't walk/ walking has gotten harder; event of right knee is starting to "crackle was updated to right knee is starting to "crackle/ having more problems in her right knee/right knee popping now. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-feb-2018: this case concerns a female patient who received synvisc one injections in both knees and later her right knee started to crackle and buckled up and left knee had pain. He also had knee problems where the condition worsened and knee swelling was also present. Also the driving ability of the patient got disturbed. Based upon the available information, the causal role of the product cannot be denied with the occurrence of the events. Further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Based on additional information received on 29-dec- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to crackle and added to right knee buckled up and left knee had pain. This spontaneous case from united states was received on 26-dec-2017 from the patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and hydrocortisone (cortizone) after a few hours had couldn't even straighten out one leg and couldn't move; after unknown latency walk it was very painful, wasn't doing well that she couldn't walk/ walking has gotten harder, right knee is starting to "crackle/ having more problems in her right knee/right knee popping now and loosing her hair, right knee buckled up, left knee had pain and vaginal bleeding spotting, having more problems in her right knee/right knee popping now, had swelling in her knees prior to the injection and had more swelling after, might also have a hip issue. No previous medications and concurrent conditions were reported. Patient had interstitial colitis for which she took tramadol hydrochloride (tramadol), lisinopril and alprazolam (xanax). She has a plate in her leg and something in her back from a back surgery. She used to have a plate in her wrist, but it was removed. She still has problems in her wrist. She also has a filter in her right leg. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis in both knees. On the same day, a couple hours later she couldn't move. She couldn't walk (latency: same day) and she was told that it did effect some people that way. She stated that she had it injected in both knees and the other knee wasn't really that bad when she was asked to clarify the other knee she stated that it was her right knee but now her right knee is starting to crackle (onset: 2017; latency: unknown). She stated that she was able to deal with it but now she is having a heck of a time and having to use two canes (onset: 2017; latency: unknown). On an unknown date in 2017, latency unknown, left knee had pain but her right knee had the most problems stating "it buckled up". Patient stated she also started to notice vaginal bleeding "spotting" after receiving the synvisc one injection but then noticed it more after receiving the hydrocortisone injection (dose, indication, form, route and frequency: not reported) on wednesday. Patient stated that when she first receive the injection "that night patient couldn't walk" and had to hold on to the coffee table "to relieve myself". Patient stated that she almost fell a couple of times. Patient stated that she has gone "downhill since the synvisc-one injection". She stated that she was waking up thinking it would get better but it had not gotten any better and in fact it had gotten worse. She stated that it was at least 12 hours before she could walk and when she did walk it was very painful. She states that she tries to do her exercises but she gets worse when she does them even with support hose on. She stated that she had been using different creams. She stated that she was told that some time it takes up to 6 weeks for the synvisc-one to work and she has been waiting and waiting. She stated that she was also loosing her hair. Patient was told to come in for drawing fluid from her knee and cultures. Patient stated when she actually got there on wednesday the doctor she saw did not think she needed fluid drawn from her knee. It was reported that prior to the injections, she was driving and getting around better than now. Her left knee was worse prior to the injection and she relied on her right knee to help her. But after receiving the injections, she is having more problems in her right knee. The right knee is popping now and never did that before. Her doctor's explanation was that she might also have a hip issue. She always used 2 canes and held on to kitchen counters to get around, but now walking has gotten harder for her just since (B)(6) 2017. She had swelling in her knees prior to the injection and had more swelling after. Action taken: unknown for hydrocortisone. Corrective treatment: unspecified therapy for walk it was very painful, use two canes for wasn't doing well that she couldn't walk; hydrocortisone for left knee had pain and right knee buckled up; not reported for others outcome: unknown for loosing her hair, right knee buckled up, left knee had pain, vaginal bleeding spotting and not recovered for rest a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51617 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for right knee is starting to "crackle, left knee had pain, right knee buckled up additional information was received on 29-dec-2017 from patient. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to "crackle and added to right knee buckled up and left knee had pain. Events of vaginal bleeding spotting, right knee buckled up and left knee had pain were added along with its details. Seriousness criterion was added for the event of right knee is starting to "crackle: required intervention. Clinical course was updated and text was amended accordingly. Additional information was on 06-feb-2018 from the patient. Events of might also have a hip issue, had swelling in her knees prior to the injection and had more swelling after and having more problems in her right knee/right knee popping now were added. Event of wasn't doing well that she couldn't walk was updated to wasn't doing well that she couldn't walk/ walking has gotten harder; event of right knee is starting to "crackle was updated to right knee is starting to "crackle/ having more problems in her right knee/right knee popping now. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Additional information was received on 09-feb-2018. Ptc investigation results were added. Pharmacovigilance comment: sanofi company comment for follow up dated 09-feb-2018: follow up received does not change previous case assessment. This case concerns a female patient who received synvisc one injections in both knees and later her right knee started to crackle and buckled up and left knee had pain. He also had knee problems where the condition worsened and knee swelling was also present. Also the driving ability of the patient got disturbed. Based upon the available information, the causal role of the product cannot be denied with the occurrence of the events. Further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Right knee is starting to "crackle/ having more problems in her right knee/right knee popping now/ new cracking in right knee [joint clicking] ([condition worsened]). Right knee buckled up/ cannot get rid of the stiffness in both knees [stiff knees] . Left knee had pain [knee pain] . Couldn't walk/ walking has gotten harder/cannot walk up the stairs or leave her house [unable to walk]. Couldn't move [mobility decreased]. Walk it was very painful [musculoskeletal pain]. Couldn't even straighten out one leg [limbs stiffness] ([condition worsened]). Had swelling in her knees prior to the injection and had more swelling after [knee swelling] ([condition aggravated]). Might also have a hip issue [joint disorder]. Loosing her hair [hair loss]. Vaginal bleeding spotting [vaginal bleeding]. Case narrative: (B)(4). See associated uspv cases (B)(4). Based on additional information received on 29-dec-2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to crackle and added to right knee buckled up and left knee had pain. This spontaneous case from united states was received on 26-dec-2017 from the patient. This case concerns a 77 year old female patient who initiated treatment with synvisc one and hydrocortisone (cortizone) after a few hours had couldn t even straighten out one leg and couldn t move after unknown latency walk it was very painful, couldn t walk walking has gotten harder cannot walk up the stairs or leave her house, right knee is starting to crackle having more problems in her right knee right knee popping now new cracking in right knee and loosing her hair, right knee buckled up/ cannot get rid of the stiffness in both knees, left knee had pain and vaginal bleeding spotting, having more problems in her right knee right knee popping now, had swelling in her knees prior to the injection and had more swelling after and might also have a hip issue no previous medications and concurrent conditions were reported. Patient had interstitial colitis for which she took tramadol hydrochloride (tramadol), lisinopril and alprazolam (xanax). She has a plate in her leg and something in her back from a back surgery. She used to have a plate in her wrist, but it was removed. She still has problems in her wrist. She also has a filter in her right leg. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis in both knees. On the same day, a couple hours later she couldn t move. She couldn t walk (latency same day) and she was told that it did effect some people that way. She stated that she had it injected in both knees and the other knee wasn t really that bad when she was asked to clarify the other knee she stated that it was her right knee but now her right knee is starting to crackle (onset 2017 latency unknown). She stated that she was able to deal with it but now she is having a heck of a time and having to use two canes (onset 2017 latency unknown). On an unknown date in 2017, latency unknown, left knee had pain but her right knee had the most problems stating it buckled up. Patient stated she also started to notice vaginal bleeding spotting after receiving the synvisc one injection but then noticed it more after receiving the hydrocortisone injection (dose, indication, form, route and frequency not reported) on wednesday. Patient stated that when she first receive the injection that night patient couldnt walk and had to hold on to the coffee table to relieve myself. Patient stated that she almost fell a couple of times. Patient stated that she has gone downhill since the synvisc-one injection. She stated that she was waking up thinking it would get better but it had not gotten any better and in fact it had gotten worse. She stated that it was at least 12 hours before she could walk and when she did walk it was very painful. She states that she tries to do her exercises but she gets worse when she does them even with support hose on. She stated that she had been using different creams. She stated that she was told that some time it takes up to 6 weeks for the synvisc-one to work and she has been waiting and waiting. She stated that she was also loosing her hair. Patient was told to come in for drawing fluid from her knee and cultures. Patient stated when she actually got there on wednesday the doctor she saw did not think she needed fluid drawn from her knee. It was reported that prior to the injections, she was driving and getting around better than now. Her left knee was worse prior to the injection and she relied on her right knee to help her. But after receiving the injections, she is having more problems in her right knee. The right knee is popping now and never did that before. Her doctors explanation was that she might also have a hip issue. She always used 2 canes and held on to kitchen counters to get around, but now walking has gotten harder for her just since 20-nov-2017. She had swelling in her knees prior to the injection and had more swelling after. It was reported that the patient still could not walk up the stairs or leave her house. Along with the original symptoms, she was experiencing new cracking in her right knee. Patient reported that her symptoms from receiving the recalled synvisc one lot have not improved. Patient still could not walk up the stairs or leave her house. Along with the original symptoms she was now experiencing new right knee cracking. It was reported that the patient wanted to be refunded and compensated for her synvisc-one injections. She had been experiencing continued complications from the recalled lot. On 07-jun-2018, patient stated that she's worse that before she had the injections in both knees. Patient said she cannot get rid of the stiffness in both knees. No further information provided. Action taken: unknown for hydrocortisone. Corrective treatment: unspecified therapy for walk it was very painful, use two canes for couldn't walk walking has gotten harder cannot walk up the stairs or leave her house hydrocortisone for left knee had pain and right knee buckled up not reported for others outcome: unknown for loosing her hair, right knee buckled up, left knee had pain and vaginal bleeding spotting and not recovered for rest. A product technical complaint (ptc) was initiated on 09-feb-2018 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for right knee is starting to crackle, left knee had pain, right knee buckled up/cannot get rid of the stiffness in both knees and disability for couldn't walk/ walking has gotten harder/cannot walk up the stairs or leave her house. Additional information was received on 29-dec-2017 from patient. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was updated to event of right knee is starting to crackle and added to right knee buckled up and left knee had pain. Events of vaginal bleeding spotting, right knee buckled up/ cannot get rid of the stiffness in both knees and left knee had pain were added along with its details. Seriousness criterion was added for the event of right knee is starting to crackle required intervention. Clinical course was updated and text was amended accordingly. Additional information was on 06-feb-2018 from the patient. Events of might also have a hip issue, had swelling in her knees prior to the injection and had more swelling after and having more problems in her right knee right knee popping now were added. Event of wasn t doing well that she couldnt walk was updated to wasnt doing well that she couldnt walk walking has gotten harder event of right knee is starting to crackle was updated to right knee is starting to crackle having more problems in her right knee right knee popping now. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Additional information was received on 09-feb-2018. Ptc investigation results were added. Additional information was received on 15-feb-2018 from the patient. Verbatim of the event right knee is starting to crackle having more problems in her right knee right knee popping now was updated to right knee is starting to crackle having more problems in her right knee right knee popping now new cracking in right knee. Clinical course was updated. Text amended accordingly. Additional information was received on 08-may-2018 from the patient. Event term couldn't walk walking has gotten harder was updated to couldn't walk walking has gotten harder cannot walk up the stairs or leave her house. Clinical course was updated and text was amended accordingly. Follow-up information was received on 07-jun-2018 from patient. Verbatim of right knee buckled up was updated to right knee buckled up/ cannot get rid of the stiffness in both knees. Clinical course updated. Text amended accordingly.